Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 4 and 5, on the proximal side of the stent were damaged, struts had been lifted from the stent and bend back distally. The od (outer diameter) of the undamaged section of the crimped stent was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed diffused target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending (lad) artery. Following rotablation, a 3.00 x 32 synergy¿ drug eluting stent was advanced together with a guidezilla guide extension catheter, but got caught in the calcification of the lesion and failed to cross the lesion. The device was removed and it was noted that the stent struts on edge was lifted. Rotablation was again performed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed diffused target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending (lad) artery. Following rotablation, a 3.00 x 32 synergy drug eluting stent was advanced together with a guidezilla guide extension catheter, but got caught in the calcification of the lesion and failed to cross the lesion. The device was removed and it was noted that the stent struts on edge was lifted. Rotablation was again performed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.